Manufacturer narrative:
According to the information received from the field a technical implant failure seems likely. However to determine an exact root cause, device investigation of the explanted device would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user had no hearing benefit with the device. The user was explanted on (B)(6), 2023.

Event description:
The user had no hearing benefit with the device. The user was explanted.

Manufacturer narrative:
Damage to the implant as might be caused by an external impact was determined to be the root cause of device failure. Even though no such event is mentioned in the recipient report, it is assumed that an accident/impact occurred. The problems given in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user had no auditory response when the device was stimulated directly.